Event description:
Pt reports he was not worn his wearable defibrillator in over a month due to its poor design. He describes it as a top heavy, thin, 'bra-like' vest with sensors placed in various pockets. Sensors are constantly moving causing the device to beep. The pt contacted the MFR and they suggested he wear a belt to keep sensors in place.